Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, connecting to an incomplete prime is a known cause of air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. The guide also provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during dwell one of four on the homechoice (hc). The patient was connected at the time of the event. During troubleshooting, he home patient (hp) indicated that the patient line was not properly primed when they had connected to the patient line. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp to perform a manual drain. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.